Manufacturer narrative:
Film evaluation summary: the cause of the reported events could not be determined from the films provided. Pre-implant films were not available, and earlier post-implant CT¿s were not provided for comparison. Review of a CT/3d film report from 15+ years post-implant revealed that the bifurcate was positioned 10mm below the lowest left renal artery, and had likely migrated due to disease progression as the neck at the renals was aneurysmal measuring 36mm in diameter. The proximal neck was calcified, angulated, with severe thrombus was noted; however, no clear proximal type I endoleak as observed. Contrast was observed within the mid-sac beginning near the level of the bifurcate flow divider, from an endoleak which appeared most likely to be coming from the left limb. No stent graft issues were noted near the location of the endoleak. It is possible that the source of the contrast was a type iiib fabric endoleak, which has led to the aaa enlargement. Lack of recent angiograms and incomplete CT¿s did not allow for a comprehensive endoleak assessment, thereby making determination of the endoleak difficult. Analysis of the returned film report did not reveal any stent graft or anatomical characteristics that could explain this likely type iiib fabric endoleak. It is possible that stent abrasion and/or abrasion due to aortic calcification may have led to this fabric tear and resulting aaa expansion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported on CT scan approximately 15 years post the index procedure aneurysm enlargement was observed. The current aneurysm size is 57mm. As per the physician, the cause of the aneurysm enlargement was due to a type iiib enodleak. It was also reported the aneurx bifurcated stent graft had migrated 1cm and the seal is distal to the dilated juxtarenal area. The type iiib endoleak appears to be in the left iliac limb close to the bifurcation of the graft. No additional clinical sequelae were reported and the patient is being monitored.